Manufacturer narrative:
Medtronic received additional information that the valve was explanted due to moderate to severe paravalvular leak (pvl). No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years and nine months post implant of this bioprosthetic aortic valve, it was explanted due to insufficiency and replaced with a non-medtronic valve. No additional adverse patient effects were reported.